Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the previously stented proximal left anterior descending artery (lad). It was noted that the vessel was occluded distal to the unk placed stent. The physician attempted to direct stent with a 3.50x28mm taxus liberte stent; however, the device was unable to cross the lesion. When the physician tried to remove the device, the stent came off, the stent delivery balloon in the lad. A goose neck guide was advanced to the lesion and the physician used a snare to successfully remove the stent from the pt. The lesion was then predilated with a 3.50x20mm apex balloon and a 4.0x28mm taxus liberte stent was implanted in the occluded lesion, distal to the previously placed stent. No pt complications were reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.